Event description:
Complainant alleged that the medics were treating a pt who was suffering from a heart attack. The medics attempted to monitor the pt's ECG rhythm, using a three lead ECG cable, with the device in semi-automatic mode. The medics reported that the device did not display the pt's heart rhythm, but displayed dash lines and an "attach pads" message. The medics turned the device off/on, but the screen still did not monitor the pt's ECG rhythm. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction. The reported "attach pads" message is not a viable message for this device. The medics most probably observed an "ECG lead off" message.